Event description:
It was reported that the right atrial (ra) lead experienced a lead safety switch (lss) two times due to high out of range pacing impedance. The patient noted that they could feel pocket stimulation. In the initial lss episode, the clinic reprogrammed the device to bipolar. The clinic was able to reproduce the high out of range impedance during the second lss episode. The lead remains in use. No adverse patient effects were reported.